Event description:
It was reported patient underwent a right total knee arthroplasty on a unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch and to correct information that was reported in error on a previous medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and or deformation of articulating surfaces.¿ under possible adverse effects, number 15 states "intraoperative or postoperative pain."

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2014 due to pain and wear of the polyethylene tibial bearing. During the revision procedure, bone overgrowth was evident over the existing femoral implant. The surgeon removed the excess bone as it was suspected to have had contact with the tibial bearing, contributing to the polyethylene wear. The tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown.